Event description:
As described in medwatch form received from FDA submitted by the user facility. When pt was extubated he began to cough and complain of pain. After coughing forcefully, he coughed up a small gray plastic piece. Upon examination it was found to be a piece from a laryngoscope channeled blade.

Manufacturer narrative:
Ems attempted to intubate the patient in the field, the patient had a very difficult airway and the ems personnel placed a king airway product rather than endotracheal intubation and transferred the pt to the ER. In the ER a physician and physician assistant removed the king airway and with the king vision placed an endotracheal tube. The pt was transferred to the ICU. Upon extubation, the pt complained of a sore throat and coughed out a piece of plastic. Neither the physician or the physician assistant were aware that a piece of the blade had broken from the laryngoscope. No similar from the same lot number or product family have been received in the last 12 months. Root cause: it is confirmed that the broken piece is from the tip of the anterior component of the king vision blade used during the intubation. The possible cause of the blade tip to break is related to an excessive force that might have been applied during the intubation process. The blade has been designed and tested to ensure that fracture under normal use would not occur and to conformed to the existing laryngoscope standard (iso 7376:2009e) for blade strength. (B)(4). A review of the DHR indicate that lot #c123391 was manufactured, inspected and tested in accordance with all applicable standards, specifications, drawings and purchase order requirements. A review of the complaint data base indicates that there were no similar complaints from lot #c123391 or from this product family in the last 12 months.